Event description:
It was reported that the pt's daughter called the clinic and informed them that her mother is no longer able to hear with her device. Voltages at single measure mode were not legible. Resonance frequency was not measurable. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.